Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported a ventilator with a flow sensor failure. There was no patient involvement / harm reported.

Manufacturer narrative:
The flow sensor was returned for failure investigation. The customer complaint of a vent inoperable state was confirmed. Troubleshooting revealed that the thermistor was causing a short shutting down the flow sensor which caused the vent inoperable state. Damage to this exhalation flow sensor thermistor caused this failure.

Manufacturer narrative:
G4: 28oct2020. B4: 29oct2020. The device was not in use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse replaced the pcba sensor to resolve the issue. The device successfully passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.